Manufacturer narrative:
Additional information in d9, h3, h6, h10. H10: one actual sample was received for evaluation. The sample was returned with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted a female connector separated from the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. A connection between the female connector and an in lab connector was performed with no issues noted; therefore the reported connection issue was not verified. The reported separation was verified. The cause of the separation was due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body (light blue) of a transfer set. It was further reported that the transfer set could not be disconnected from the solution bag connector. This occurred at the patient's home during use of devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.